Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced complete heart block, chest pain and a possible pericardial effusion. The right ventricular (rv) lead exhibited high/intermittent thresholds and loss of capture. The lead was attempted to be repositioned but once the helix was retracted fluoroscopy revealed the helix was bent. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.